Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that in an aneurysm case, when the product was removed from the hoop, the coil was observed protruding from the sheath. It was unknown if the axium coil was replaced. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no patient involvement.

Event description:
Additional information was received. It was clarified that the coil was replaced with a coil of the same brand (fc-5-15-3d, lot: 230064588). The embolization was completed by both in-house and other companies¿ coils. The causes or contributing factors for the protruding from the sheath were unknown. There was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was not secured in the guidewire clip (black rubber stopper) when the package was opened. There was no kink/damage observed on the pushwire. It was clarified that the coil was not used on the patient. Therefore, it was not inserted and was not implanted.

Manufacturer narrative:
H6: upon review, coding updated based on additional information. B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.